Manufacturer narrative:
Related: MFR #1038671-2024-01935 report 1 of 2. Additional manufacturer narrative- report 2 of 2. D10. 2523700, 02-012-44-3511 - logic tibia implant psc insert, sz 3.5, 11mm & 6163506, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee and then approximately 3 years, 3 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, polyethylene wear, osteolysis, synovitis, implant-interface debonding, geniculate artery embolization, patellar lateral facetectomy. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H6: corrected the following: type of investigation, investigation findings, investigation conclusions.